Event description:
It was reported by the doctor that during the insertion of a preloaded monofocal lens, the doctor reported noticing two defects in the lens after it was fully inserted. One was a 2-3 mm piece of material embedded in the lens and the other appeared to be a part of the lens that was missing. The lens was inserted and subsequently removed during the same procedure. Additional information revealed that after injecting the iol, a blob of whitish material was freely floating in the eye, while a similar whitish material seemed to be stuck on the surface of the iol. The doctor was unable to scrape off this material from the anterior surface and also attempted to scrape it off the posterior surface without success. Upon closer examination, it became evident that the material appeared to be embedded in a full-thickness defect in the iol, along with a defect on the edge of the lens. The doctor then cut out the defective lens and replaced it with a backup lens of identical power, which was successfully inserted into the capsular bag. As a result of this incident, the patient experienced increased corneal edema, required medication, and faced delayed healing. No further information is currently available.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d-9: device available for evaluation: no section d-9: device date returned to manufacturer: not returned section h-3: device evaluated by manufacturer: photo were evaluated customer photos were evaluated. The photos displays the suspect lens inside the patient's eye and an unknown whitish substance can be observed on the lens. Damage to the lens was also observed next to the unknown material. Due to no product received, no further evaluation could be performed. The complaint issue was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: may 08, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod fully advanced with viscoelastic residue observed to be evenly distributed throughout the cartridge. The cartridge tip was observed to be slightly deformed; stress marks were also observed but were in specification for a used device. The lens module was inspected revealing no issues; white particles were observed in the lens module. Device assembly was inspected revealing no issues. The plunger rod and plunger rod advancement were inspected revealing no issues. The lens was inspected revealing it was received cut in half with one half received coated in viscoelastic residue. White particles were observed on the lens along with a scratch and damage. The lens module and lens with the white particle was forwarded to eag laboratories for analysis. Per eag laboratories, the material is consistent with a sodium salt species. The ftir spectrum raw data output file generated by eag laboratories was compared against the manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. The top hit was ¿n/a 1pc aluminum plate¿ with a 0.4432 correlation. The complaint issue were identified during product and photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: photo section d-9: device date returned to manufacturer: na section h-3: device evaluated by manufacturer: photo evolution customer photos were evaluated. The photos displays the suspect lens inside the patient's eye and an unknown whitish substance can be observed on the lens. Damage to the lens was also observed next to the unknown material. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.